Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was experiencing high blood glucose of 445 mg/dl. Customer reported symptoms for high blood glucose that is stress. Customer was treated with insulin pump. Customer was not using auto-mode feature at the time of incident. Customer had been using insulin pump within 48 hours at the time of incident. The product will not be return for further analysis.